Event description:
It was reported that a patient was underwent a revision for non-union of a distal femur fracture. The patient previously treated underwent an open reduction internal fixation (orif) six months ago for a distal femur fracture. The patient recently presented to the emergency room (ER) on with an atrophic non-union distal femur fracture. Revision surgery was performed (B)(6) 2015 and an 8-hole left 4.5mm locking compression plate (lcp) condylar plate product and an unknown quantity of unknown screws were explanted. The explanted screws were noted to be intact. The subject plate was broken at 4th shaft hole. The broken plate was replaced with an unknown 10-hole plate. There was no report of surgical delay associated with the revision surgery. This report is for an unknown quantity of unknown screws. This report is 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. The specific date of implant was not provided by the reporter but was reported as approximately six months prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.